Event description:
Customer reported to beckman coulter, inc. (Bec) that the modular chemistry sample syringe of the unicel dxc 600 synchron system (dxc 600) was leaking dilute wash concentrate. Customer reported that the dxc 600 displayed "dac" (digital to analog) error. Customer reported that she performed twice weekly maintenance on the alkaline buffer, acid reagent and ion selective electrode (ise) reference reagent prior to the dac error and the leak. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical specialist instructed the customer on how to install the 3-way valve. The replacement of the 3-way valve resolved the issue.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).